Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "doing poly swap." Patient was revised from a 2x11 ts insert to a 2x9 ts insert. Spoke to rep: patient's right knee was revised due to stiffness. Confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "doing poly swap." Patient was revised from a 2x11 ts insert to a 2x9 ts insert. Spoke to rep: patient's right knee was revised due to stiffness. Confirmed that no further information will be released by the hospital or surgeon.